Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5- omitted wording not related to the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: "shows error message" found error 224, due to bad cable unit connector. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was showing an error message. The issue occurred in preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was showing an error message. The issue occurred in preparation for an unspecified procedure. There were no reports of patient harm. Customer facility/hospital name- (B)(6). As there is not enough information about the customer, the information that comes in the action ac-028936 cannot be related. (Ivs/496040/ 29-jul-2024).